Manufacturer narrative:
The returned 1400-9133 (solitaire ti 25mm u-joint awl) was visually inspected by quality engineering. Initial inspection confirms the reported complaint; the ring stop feature on the awl has fractured off the tip. The DHR for the product lot was reviewed. There were no reported non-conformances or product deviations that could have caused or related to the reported instrument failure. The root cause is likely attributed to excessive force placed on the instrument by the surgeon. The surgeon has been advised to reduce the amount of pressure on the instrument and has been offered replacement with a specialty instrument with custom dimensions to prevent recurrence.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported while performing an anterior lumbar interbody fusion surgery the ring on the awl broke into various parts when tapped into the guide. The awl was pulled and the remaining parts of the ring were removed, this was verified using a c-arm. No adverse evens were reported.